Manufacturer narrative:
(B)(4). Concomitant medical products: unk vrs glenoid cat#ni lot#ni, unk taper cat#ni lot#ni, unk glenosphere cat#ni lot#ni, unk bearing cat#ni lot#ni, unk stem cat#ni lot#ni, unk central screw cat#ni lot#ni, unk inferior peripheral screw cat#ni lot#ni, unk superior peripheral screw cat#ni lot#ni. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2019 -05757-1, 0001825034 -2020 -00113, 0001825034 -2020 -00114, 0001825034-2019-05753-1. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial shoulder anthroplasty on an unknown date. Subsequently the patient underwent a revision due to infection and dislocation. The surgeon noted that the patient dislocating was due to patient non-compliance. No further event information available at the time of this report.